Event description:
It was reported a patient underwent a cardiac ablation procedure which included the use of a thermocool smart touch sf ablation catheter experienced cardiac tamponade treated with a pericardiocentesis. A transseptal puncture performed with safesept ss-135 needle and ablation was performed. When the physician was finishing up ablating in the left atrium on the anterior wall, the physician noticed a steam pop, then there was a drop in pressure. There was an effusion, so the medical team got a pericardial effusion tray, tapped the chest, pulled up blood, returned it, stabilized the pressure, and the patient has fully recovered. Correct settings were utilized and no error messages observed on equipment.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).